Event description:
It was reported to boston scientific corporation that a device was being prepared for use during a procedure to be performed on (B)(6) 2026. It was reported that a hair was found in the operculum of a sterile light fixture, occlusive product. No further information has been obtained despite good faith efforts. Since detailed product information was not provided despite good faith efforts, a guidewire device type was chosen as the placeholder device based on high sales volume and probability of use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material on the device.